Manufacturer narrative:
The meter has been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted. The 510(k) # is k082590.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ping meter is reading inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the reported inaccurate high issue first began. On an unknown date/time, the patient reportedly obtained a blood glucose reading of ''75mg/dl'' with the subject meter and ''50mg/dl'' on a laboratory device, performed less than 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient's diabetes management is not known and it is not specified what action the patient took in response to the reported meter issue. The patient denied developing symptoms as a result of the reported meter issue and the patient denied receiving any form of medical intervention/ treatment after the alleged inaccurate high issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient denied developing any symptoms because of the alleged meter issue. The patient also denied receiving treatment as a result of the alleged issue.